Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer inspected the device on-site and confirmed the reported issue. During troubleshooting, it was determined that the inspiratory pressure transducer printed circuit board (pcb) was the cause of the issue, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The inspiratory pressure transducer is used to measure pressure in the inspiratory channel. The pressure, conveyed via the pressure tube connected to the inspiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to ambient pressure, the output signal is proportional to the measured pressure, providing a linear measurement of the pressure in the channel. The replaced pressure transducer pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated-use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The returned pressure transducer pcb was further investigated by the manufacturer; however, the reported issue could not be reproduced. Nevertheless, based on the available information, it remains plausible that the pressure transducer was a contributory cause of the reported event. Therefore, the most probable cause of this customer product complaint has been determined to be related to the inspiratory pressure transducer pcb.

Event description:
Manufacturer's ref: (B)(4).